Event description:
It was reported that the tip of the wire broke off. The target lesion was located in the coronary artery. A rotawire drive was selected for use. During procedure, it was noted that the tip of the wire broke off. The device was removed by snare. No patient harm was reported.